Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported a peripheral intervention was done on a female patient. When gaining entry, an occlusion in the right common iliac was noted; the occlusion was treated by ballooning. The physician decided to stent, located the target zone and started to deploy the stent; however, failed to pay attention deploying the stent 2/3rds in the vessel and 1/3rd in the cook introducer. The physician was able to pull back the introducer and the stent slid out and it was reported the device looked ok. An advanced 35 lp balloon was used for ballooning; however, during removal, the balloon was not completely deflated. The balloon and introducer were "drug" out together, causing damage to the patient's vessel. Manual pressure was held for approximately 20 to 30 minutes. They had the patient up 4 hours later when her blood pressure dropped. The patient was sent to the emergency room (ER), a computed tomography (CT) scan was done and the patient was given a blood transfusion. The patient was taken to the intensive care unit (ICU) and is reported to be in stable condition.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. A review of the complaint history, drawings, documentation, instructions for use (IFU), specifications, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.